Manufacturer narrative:
This report is submitted on february 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator (date not reported); revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent a skin revision (date not reported).